Event description:
It has been reported to philips that the device would not start. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not turn on. During troubleshooting, the fse found a problem with the host pc. The fse replaced the host pc and hdd and configured the equipment. After replacement of the host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid was corrected.